Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited an unusual alarm sound and "no message was indicated on the screen". It was reported that "the customer observed the status by detaching and attaching the cassette". It was not specified whether this occurred during infusion or interrupted therapy. No patient injury and no reported adverse effects.

Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis. No damage was observed on the pump upon visual inspection. The event history log was reviewed; noting no disposable alarm at the end of the most recent infusion. However, no unusual alarms were noted. Sensor testing revealed that the dso sensor value was within manufacturing specification. The cassette was removed from the pump and the no disposable attached alarm was observed with inability to simulate the reported complaint. Based on the evidence, there is no root cause as the complaint was not confirmed.